Event description:
Stop-cock would not turn. Couldn't hook up to drain drainage into the bag. Had to draw off fluid with a syringe. Physician was worried about pt acquiring an infection because of this. Placed on antibiotics prophylactically.